Manufacturer narrative:
(B)(4).

Event description:
The customer reported a bloody leak at the beckman coulter dxh 800 instrument mixing chamber. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves, and eye protection. There was no exposure to the customer. There was no contact to mucous membrane or open wounds. The operator did not seek medical attention. There was no death, injury or change to patient treatment as a result of this incident. There was no affect to patient results. The material safety data sheet (msds) was not reviewed. It is unknown if an exposure control or risk management plan was in place. The field service engineer (fse) found the drain port on the nrbc mix chamber plugged causing the leak. The blockage was removed, all chambers were cleaned, and flush and drain cycles were performed to verify proper operation. The root cause of the leak was the plugged nrbc mix chamber (which may contain blood, diluent, and dxh cell lyse). The source of the plug appeared to be tube stopper debris. Global CAPA (B)(4) has been opened to further investigate similar issues with nrbc mixing chamber overflow. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.